Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that their stimulator was not turning on and they were in a lot of pain in their lungs. Patient stated that the last time they were able to turn the stimulator on was about 4 months ago. Patient reported that they were not sure what was going on and why the stimulator would not turn on. Patient added that the pain was from not being able to turn their stimulator on. Agent verified that the patient is referring to their implant and the stimulation. Patient stated that their handheld device still turned on but the implant did not. Agent reviewed implant longevity and that the patient should follow up with their doctor.  Agent offered and sent a physician listing to the patient. The patient was redirected to their healthcare provider to further address the issue.